Event description:
In this event it has been reported by the customer that a reciproc blue file broke. Broken part remained in root canal, could not removed. Patient was forwarded to endo. Blister and the broken instrument was thrown away, could not sent for investigation.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it has been reported by the customer that a reciproc blue file broke. Broken part remained in root canal, could not removed. Patient was forwarded to endo. Blister and the broken instrument was thrown away, could not sent for investigation.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
Multiple unsuccessful attempts were made to obtain the patient outcome.